Manufacturer narrative:
The nurse confirmed the maceration was "mild." Kci global safety rep determined that the maceration reported did not meet the definition of a serious injury per 21 cfr 803.3 as it was considered mild and minor. No medical or surgical intervention was required. Based on info provided, it cannot be determined that the alleged slough or exposed bone is related to v.a.c. Therapy. On (B)(6) 2014, the physician observed the wound, and there is no report that medical or surgical intervention was performed. It is unk if or when medical or surgical intervention was performed for the slough and exposed bone. Surgical intervention was delayed until (B)(6) 2014. There have been several attempts made to gather add'l info, but there has been no response. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
The following info was reported to kci by the nurse: the pt allegedly had (B)(6)% slough in the wound with exposed bone and maceration due to difficulty maintaining a seal. The nurse stated the maceration was mild. On (B)(6) 2014, the following info was reported to kci by the nurse: the pt saw the physician on (B)(6) 2014, and stated the "pt will have surgery the week of (B)(6) 2014." On (B)(6) 2014, the following info was reported to kci by the nurse: the pt had surgery on (B)(6) 2014, type unk. No add'l info is available.